Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stopped taking their milrinone the morning of (B)(6) 2022. In the afternoon, the patient stood up and had an episode of ventricular tachycardia (vt) with some dizziness. A low flow was noted at the same time. The patient went to the bathroom and experienced another run of vt and low flow alarm when they stood up. Log files confirmed some low flow events on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed low flow fault flags that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm, to as low as 1.5 lpm. Of these faults, 2 lasted over 10 seconds and low flow alarms were triggered. No other atypical events were captured. The pump appeared to function as intended at the set speeds. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. It was reported that the patient remained ongoing on the heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26apr2022. The heartmate 3 lvas instructions for use (IFU), rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. D, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.